Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Update 20/october/2020: spoke to rep. Surgeon suspected the patient was infected and took cultures in late (B)(6) 2020 (surgeon did not 'scope' the knee as originally noted). Infection was confirmed and the knee was revised. Rep re-confirmed no further information will be released. Dr. Performed an I&d with tibial insert exchange on a right triathlon knee. Original dos was (B)(6) 2019 with mako. Surgeon noted he scoped the patient's knee about 3 weeks ago, so thinks it's possible that is what the infection was developed from. Update 15/october/2020: rep provided primary and revision usage sheets and reported that no further information will be released.

Event description:
Update 20/october/2020 wg: spoke to rep. Surgeon suspected the patient was infected and took cultures in late (B)(6) 2020 (surgeon did not 'scope' the knee as originally noted). Infection was confirmed and the knee was revised. Rep re-confirmed no further information will be released. Dr. Performed an I&d with tibial insert exchange on a right triathlon knee. Original dos was (B)(6) 2019 with mako. Surgeon noted he scoped the patient's knee about 3 weeks ago, so thinks it's possible that is what the infection was developed from. Update 15/october/2020 wg: rep provided primary and revision usage sheets and reported that no further information will be released.

Manufacturer narrative:
Reported event: an event regarding infection involving a mako tka robot/software was reported. The event was not confirmed. Method & results product evaluation and results: review of the case session files was not performed as case session data was not provided. Visual, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob163 was inspected on 21 sept 2011 and the quality inspection procedures were completed with no reported discrepancies complaint history review: a review of complaints in trackwise related to p/n 209999, robot number: rob163 shows 4 similar complaints for tka software - other (infection). Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-op x- rays, patient history, pathology report & follow-up notes are needed to investigate this event further. Infection is a known possible adverse outcome of surgery, as noted in the instructions for use. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. If additional information and/or device becomes available, this investigation will be reopened. H3 other text : device not returned.